Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another non-curonix device implanted was ruled out as a potential cause. However, the device was implanted at the occipital nerve which is off-label use. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 6 "the freedom pns system is not intended to treat pain in the craniofacial region". The stimulator is used to treat pain. The cause of the overstimulation is due to programming parameters as the overstimulation was resolved by changing the programs on the transmitter assembly (user error-commercial team member). Additionally, off-label use was identified as the device was implanted occipital (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported overstimulation. On (B)(6) 2025, the programs on the transmitter assembly were changed from program 2 to program 1 and the patient was instructed to contact the commercial team member if the overstimulation persists. As of (B)(6), the overstimulation was resolved with program 1 and the patient is doing well.